Event description:
It was reported that this right atrial (ra) lead had a loss of capture. However there was no asystole, as the right ventricular (rv) lead was functioning properly. A perforation was confirmed on a computed tomography scan and ultrasound. Pericardial effusion was also confirmed. Pacing impedance and sensing were within normal limits. The lead was subsequently repositioned with no patient adverse effects. No additional adverse patient effects were reported. At this time, the product remains in service. If additional information is received, this report will be updated.